Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d2a the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken lens in the optical system. A root cause could not be identified. Based on the results of the investigation, it is likely that there was a broken lens in the optical system because the outer tube was bent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device is broken. The issue was found during set up, before patient in the room. There were no reports of patient involvement.